Event description:
Consumer reports getting very high readings on bd cobranded when compared to other meter. Analysis run on clark error grid using competitive meter reading (55) vs bd readings ("hi" - 600 +) would yield data points in the "e" range of the grid - outside acceptable range.